Event description:
It was reported that during central processing, the "sheath" of the monopolar curved scissors (mcs) was cut. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 8-apr-2021 and obtained the following additional information: while cleaning the instrument, the sheath was found to be cut at the jaw. No additional information is available.

Manufacturer narrative:
Isi received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The mcs tip cover was visually inspected, and it appeared to be cut off. Approximately 0.630 x 0.727 of the distal end was missing and was not returned. No thermal damage was found, but multiple cut marks were found on the remaining tip cover.